Manufacturer narrative:
This report is submitted on june 19, 2024.

Event description:
Per the clinic, the device was explanted (date not reported) due to an infection at the implant site. The patient was reimplanted with another cochlear device (date not reported). Additional information has been requested but has not been made available as of the date of this report.